Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that service was no longer required on the device as the failures disappeared, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was not recognized on bus, and the user was not able to access any of the drugs within the drawer and this station was not listed in the dropdown. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.